Event description:
Patient in room for laparoscopic supracervical hysterectomy. Surgeon uses olympus thunderbeat 35cm ref (B)(4) during case. Surgeon notifies nurse and scrub that there is an instrument malfunction error on the screen. Instrument examined. Small tip melted on end of thunderbeat while the surgeon was using the instrument and is no longer usable. Chart reviewed; no mention of event in procedural notes. Notes do reflect use of the thunderbeat as follows: "the round ligaments were cauterized and divided bilaterally with the thunderbeat bipolar cutting forceps. The fallopian tubes were excised with the bipolar cutting forceps used to cauterize and divide the mesosalpinx bilaterally. The utero-ovarian pedicles were cauterized using a triple burn technique and then divided. The broad ligaments were cauterized along the uterine margin and divided to the level of the uterocervical isthmus. A bladder flap was created by dissecting the anterior leaf of the broad ligament and undermining the vesicouterine fold, which was dissected inferiorly. The uterine arteries were skeletonized and then cauterized using a triple burn technique and the uterus was noted to blanch with devascularization. The uterus was now free on a pedicle of cervix and the vcare manipulator was withdrawn from the uterus. The specimen was amputated at the cervical isthmus using the thunderbeat. "